Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal pacemaker device change. During pre-procedure device check, it was noted that the right ventricular lead exhibited high pacing threshold in unipolar configuration. The bipolar configuration was tested and a lower threshold was achieved. However, when isometrics testing was performed, specifically when the patient hugged himself, the lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2018 during the device change procedure. The patient was in stable condition.